Event description:
The hospital biomedical engineer contacted philips to report that users were having difficulty getting the ECG waveform on the mrx in order to pace. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer contacted philips to report that users were having difficulty getting the ECG waveform on the mrx in order to pace. There was no impact to the involved patient. They were trying to switch from a non-philips model defib to a philips defib and were not sure how to set it up. The biomed was provided with information. He evaluated the device and the device passed all testing. The device was returned to use. There was no malfunction of the device; this was a use issue.